Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report testing on the one touch ultramini meter in the memory mode. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. For 'a few months', the pt had an issue with the reported meter as she was attempting to perform blood glucose tests in the meter's memory mode. Afterwards, the pt experienced the symptom of shaking; she did not seek any medical attention or treatment. The pt manages her diabetes with the oral diabetes medication metformin, and novolog and lantus insulin. The issue was resolved with pt education. The meter, test strips and control solution were replaced. The pt's testing technique was incorrect. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level successfully due to the meter issue. Therefore, this complaint is being reported.